Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ha35w opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The visual inspection of the device noted the instrument was partially applied. The tab at the proximal end of the instrument was broken; therefore no functional testing was performed. The observed conditions were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. However, it is noted that the instructions for use do not establish guidelines to remove the unit from the package. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes. This condition has been brought to the attention of the appropriate personnel. The file will be closed as a user error with a secondary failure mode related to the packaging of the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the staples did not come out. Insufficient formed staple was stuck in the anvil. There was no patient involved.